Manufacturer narrative:
The reported event of low defibrillation impedance was not confirmed. As received, a compete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures, although an internal short was noted due to procedural damage in the middle region of the lead. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During a clinic follow-up, an increase in the defibrillation impedance was observed on the right ventricular (rv) lead. Technical support was contacted and the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.